Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 1050 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2016 that the patient¿s mom was ¿complaining¿ of the pump site getting hot ¿intermittently/off and on¿ and that the patient¿s mother used a thermometer which showed and external temperature over the pump of 100.9 while other areas of the patient¿s body were normal. It was also noted that the mother mentioned an ¿electronic burn smell¿ when she notices the heating and that there was now what appeared to be a small blister over the pump site. It was indicated that the patient was nonverbal but he walks and otherwise showed no signs of problems with the therapy. It was reported that there were no pump alarms and hadn¿t been any volume discrepancies with the pump. The issue started about six weeks before (B)(6) 2016. The hcp indicated that they would work the patient up for infection to see if that was the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.